Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain indications. The reason for call was rep said patient still has recharging issues, the recharger has been replaced 3 times and 2 controllers replaced, rep have met with patient to review recharging but the issue has not resolved. Rep said recharge data showed from good to fair, recharge speed was set at 4, impedance check showed 400-500 ohms range. Recharge interval showed days, however patient states she recharges daily, about once every 23 hours. Rep said patient recharge yesterday to 90% but implant was down to 80% today. 13th 80% charge to 100% 29 minutest 16th 80% to 100% 39 minutes 12th 50 m to get 10% technical services(ts) reviewed with rep that battery discharge rate appeared to be normal based on recharge data. Rep said she can feel the top of the neurostimulator, however she has to push to feel the bottom edge. Discussed recharging issue was likely caused by implant being at an angle and it's related to body positioning. Reviewed with rep that patient probably tried to recharge, but since it didn't register, patient probably didn't start a successful recharge session on many days that she tried. Ts suggested monitoring with the green blinking light. Additional information was reported that the physician is planning on doing a pocket revision and the issue has not yet been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.